Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a child patient experienced five bent cannula issues. Reportedly, at the time of this event, her blood level was over 300 mg/dl and not ever over 500 mg/dl. She had high blood glucose level (496 mg/dl), which they tried to treat with manual injections. Consequently, on (B)(6) 2020, she was taken to the emergency room, as her blood glucose level was over 400 mg/dl and highest it reached to 469 mg/dl which was due to a bent cannula. She had large ketones, which her healthcare professional assessed as dangerous/life threatening. She stayed there for a couple of hours and was administered insulin drip. Further, she left the emergency room with a normal range of blood glucose level of 140 mg/dl. Subsequently, on the same day, she was admitted to the hospital and received insulin drip as corrective treatment, which resolved the issue. Moreover, on (B)(6) 2020, she was released from the hospital and had no permanent damage. The infusion set had been used for less than a day and there was no damage when the package was first opened. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.